Event description:
The patient reported that she experienced a blood glucose (bg) of 480 mg/dl with nausea. The patient was able to correct with the pump and her bg resolved to 180 mg/dl. The patient reported that the time went to default settings during the last two battery changes. The patient was advised to make sure the time is correct on the verify screen. This report is made based on the allegation that the patient experienced hyperglycemia after incorrectly confirming the verify screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.